Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Test strip lot number is expired - unable to perform retention testing. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 09-may-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Note: this compliant took place outside of the united states (mexico).

Event description:
Consumer reported complaint for high blood glucose test results. Representative from plan life for a child mexico calling on behalf of the customer. The customer is concerned with test results from results obtained of 190 mg/dl obtained am fasting a few days prior. The customer¿s expected blood glucose test result ranges are am fasting 90-160 mg/dl, pm fasting 120-140 mg/dl and bedtime fasting 120-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strips are expired: manufacturer¿s expiration date is 10/17/2020; product storage and open vial date were not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.